Manufacturer narrative:
On 9/8/2015, we became aware that the information provided in the other remarks section was not submitted on the initial emdr. Concomitant products: cook fusion cytology brush, unknown model; cook fusion quattro extraction balloon, unknown model; boston scientific hurricane dilation balloon. Investigation evaluation: our laboratory evaluation of the returned device confirmed the report. Beginning near the 25 cm mark on the distal end of the wire guide the coating has peeled from the wire guide exposing the core wire. The exposed damaged area is approximately 1.5 cm in length. The coating peeled back on the wire guide towards the proximal end of the wire guide. No portion of the coating appears to be missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The device history record for the subassembly lot number involved was reviewed. A discrepancy or anomaly was not observed with the wire guide released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion omni-tome pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion omni-tome pre-loaded with acrobat wire guide sphincterotome. After about seven exchanges with the wire guide, it [wire guide coating] stripped to the core of the wire at the 20-25 cm marking.